Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was suspected. This ICD was explanted, successfully replaced with another guidant ICD and was returned for analysis.